Event description:
It was reported that the patient had increased pain at the time of their spinal cord stimulator (scs) trial. A contrast study was done. The catheter was found sheard off at the intrathecal level, and a piece of catheter was free floating in the spinal fluid. The catheter was revised. The patient's outcome was reported as "ongoing". The medications being delivered via the device system were morphine sulfate and clonidine.